Event description:
Apollo suture cinch- long failed upon opening the device - rep discovered upon opening, it was not used on the patient. Another of the same device was used instead to complete the procedure.